Manufacturer narrative:
Additional information: upon further review it was noted in the patient implant card that implant date of (B)(6) 2023 was provided. Field below updated and this supplemental report is submitted to reflect this. Section d6a: if implanted, give date (B)(6) 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3, a4 and a5: unknown/ asked but not available. Section b3:unknown/ asked but not available. Section d6a: if implanted, give date: date of surgery given but not clear if it is for implant or explant: (B)(6) 2023: unknown/ asked but not available. Section d6b: if explanted, give date: date of surgery given but not clear if it is for implant or explant: (B)(6) 2023: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that intraocular lens was explanted from patient's eye due to unknown reason. No further information was provided.